Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2046.) H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, while using anesthetic mode, the device performed four biopsies and system allegedly started taking samples on its own without pressing any sample buttons on either the foot pedal or driver. It was further reported that the device allegedly continued to sample when out of the patient's breast even when the stop pedal was deployed. There was no reported patient injury.

Event description:
It was reported that during a biopsy procedure, while using anesthetic mode, the device performed four biopsies and system allegedly started taking samples on its own without pressing any sample buttons on either the foot pedal or driver. It was further reported that the device allegedly continued to sample when out of the patient's breast even when the stop pedal was deployed. The procedure was not completed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the encor driver serial number was received for evaluation. The encor driver was visually inspected upon receipt and no damage was found to the unit and system functions normally. The device was functionally tested and passed the test identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device continued to sample when out of the patient's breast even when the stop pedal was deployed issue. The root cause for reported device continued to sample when out of the patient's breast even when the stop pedal was deployed issue cannot be determined as the problem could not be reproduced. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. H10: b5, d4 expiration date: 12/2046. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.